Event description:
Pt augmented 30+ yrs ago. Had implant exchange approx 11+ years ago. Now has bilateral capsular contractures, pain and deformity. Pt underwent bilateral capsulectomy with implant removal and bilateral augmentation with silicone implants. Explanted implants were silicone and removed intact with no apparent damage. Given to pt per request.